Event description:
It was reported that during a da vinci-assisted surgical procedure on an unknown event date, the surgeon was attempting to seal thin tissue using the e-100 generator, but it was not working, the customer had to switch to an erbe generator to make it work. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the clinical surgical rep (csr) to confirm that the event date was unknown. The csr stated that the surgeon thinks that the e-100 unit does not seal on thin tissue with the vessel sealer extend (vse) and switched over to the erbe generator to complete this task. The surgeon could not remember the event date or any of the details other than there was no patient injury.

Manufacturer narrative:
No product related to this event has been returned for evaluation. Therefore; no failure analysis investigations have been performed. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date and detailed product information. This complaint is considered a reportable event due to the following conclusion: the customer had to switch over to an erbe generator after the start of the procedure due to the e-100 generator not working to seal thin tissue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.